Event description:
Tech alleged that the left head brake caster swivels around when the brake is set. No pt impact.

Manufacturer narrative:
The tech found the left head brake caster has a broken brake caster shaft. The tech replaced the left head brake caster to resolve the issue.